Event description:
It was reported patient underwent a right hip revision approximately 11 years post implantation due to unknown reasons. Head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown m/l taper with kinectiv technology-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01584. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h6 component code: mechanical (g04) ¿ head reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number. 9613350 winterthur.

Event description:
No additional event information to report at this time.